Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2006 due to stress urinary incontinence and bladder prolapse. It was also reported that mesh (elevate anterior and posterior systems, mfg. Ams inc. Lot #: 742832019 and 744350007) was implanted on (B)(6) 2012 due to vaginal prolapse, cystocele, enterocele, and rectocele. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystocele, rectocele, and enterocele.